Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 23 mg/dl at the time of the incident. The customer stated that they would be in pump auto mode and the pump would exit auto mode and did not suspend. The customer did not have their smart guard settings active. The customer was given a shot, carbs, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. The insulin pump will not be returned for analysis.